Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 7 times and fired 7 reloads (1 blue, 1 black, 1 blue, 1 green, 1 blue, 2 white, in that order). On installs 1, 2, 4, and 5, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3 (blue reload before green reload), the first clamp was successful, but was followed by a firing failure. The firing stopped at about 99% completion. As the firing failed with less than 2mm to complete, system logs show an error code representing the failure. On installs 6 and 7, the first clamp was successful, and the firings were each completed with 1 pause for compression. There were no additional stapler related errors in the system logs.

Event description:
It was reported that during a da vinci assisted roux-en-y, the sureform 60 instrument misfired. While creating the gastric pouch with a blue sureform 60 reload, the instrument didn't lay staples down on one side, but cut the tissue and laid staples on the other side. The incomplete stapler line was repaired with suture and the procedure was continued without further issue, and eventually completed robotically, with the same sureform 60 instrument. In follow up with the follow up surgeon, it was confirmed that there was a malfunction of the stapler and that it occurred on the third fire with a blue sureform 60 instrument reload.